Manufacturer narrative:
UDI - the lot number was not provided. Therefore the UDI is not available. The review of the manufacturing paperwork could not be performed as the lot number(s) were not available. (B)(4).

Event description:
On unknown date in 2016, the patient underwent treatment of a thoracic dissection (debarkey iiib) with two conformable gore tag® thoracic endoprostheses and a gore excluder® aaa endoprosthesis. Prior to the teavr, the ascending aorta and the aortic valve were replaced with a surgical graft and a heart valve, and the aortic arch braches were all bypassed. Then two conformable gore tag® thoracic endoprostheses (tgu34, tgu31) were implanted proximally and an aortic extender component (pla28) was implanted distally. The exact date of the initial procedure and the device information are not available. After the procedure, it was identified there was a false lumen expansion due to a re-entry distal to the pla28. On (B)(6) 2018, the patient underwent re-intervention to treat the re-entry. Additional aortic extender (B)(4) la280300j was implanted distal to the previously implanted pla28. The procedure was finished with no evidence of endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Catalog # was corrected.

Manufacturer narrative:
Catalog # was corrected.